Event description:
The manufacturer received information alleging an intermittent ventilator inoperative condition occurred. There was no pt harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. The manufacturer reviewed the device error log and no ventilator inoperative errors were present. The device was tested and the ventilator inoperative condition was not confirmed or duplicated. During the evaluation, and error code related to the ventilator's internal battery was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.